Manufacturer narrative:
A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. Also, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch verio reflect meter was displaying an ¿error 2¿ (with sub-error code 2) message during testing. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged error message began to appear on (B)(6) 2025, and they were unable to measure their blood glucose levels. They did not take any action regarding their usual diabetes management as a result of the alleged issue. On (B)(6) 2025, after the alleged issue began, the patient claimed they developed symptoms of feeling ¿very weak and almost losing consciousness¿. Emergency medical services were contacted for assistance. When the paramedics arrived, they found the patient¿s blood glucose levels were ¿very low¿ (exact reading not provided). The patient stated that they were taken to hospital whey there received treatment of a dextrose tablet and unspecified medication. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The cca walked the patient though a test however the alleged issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute complication of diabetes after they were unable to test their blood glucose due to the reported issue. The subject meter could not be ruled out as a cause or contributor to the event.